Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had a pump error alarms. The customer¿s blood glucose level was 336 mg/dl at the time of the incident. The drive support cap was normal. The customer was unable to successfully clear the alarm. The customer was unable to complete insulin pump rewind. Customer was performed displacement test and the test was not passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 38 during the rewind. Per visual inspection found traces of corrosion on the home motor switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests due to pump error 38.